Event description:
It was reported that during a routine check it was noted that impedance on the right atrial lead was high, and noise was also noted. Data showed that a warning had triggered. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.